Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had act button stick on occasion and reject battery once before. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that crack on around battery opening of insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or charge or battery anomaly were noted. (B)(4).